Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify alarms, off no power alarm and high pitched squeal anomaly due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart and program alarm anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to remove the battery from the pump. The customer stated that the pump had squealing noises since she was unable to clear the alarm. The customer stated the pump display a reservoir closed circle along with the battery icon when the battery was removed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.